Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexg0349 showed no other similar product complaint(s) from these lot numbers.

Event description:
Ou distributor informed us of a complaint where it is stated that during a removal they found a rupture of the catheter and a migration into the right ventriculum of the patient. They removed the migrated portion no other info available at the moment.